Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00883. This report is being submitted as additional information. Approximate age of device- 2 years, 10 months. Corrected information. Manufacturer's investigation conclusion: the report of a potentially compromised driveline can be confirmed based on the evaluation of the device. The approximately 15" segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The pump was returned assembled with the driveline cut approximately 3¿ from the pump body and three severed portions of driveline, measuring 6¿, 9¿, and 23¿, were returned. Continuity testing was performed and all wires were found to be electrically intact. No shorts or discontinuities were found during electrical continuity testing. The shielding and bionate were removed from the returned driveline and visual inspection of the underlying wires revealed breaches in the insulation of the green, brown, and black wires approximately 7¿ from the pump body. The remainder of the driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation and no further areas of current leakage were identified. The conductors of the green, brown, and black wires were exposed, which appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wires would have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. The disruptions in the wires would have also affected wire phases a, b, and c and could have interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries. The shorts to ground would have caused the reported low speed/flow alarms and pump stop events, as seen in the submitted log files. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a functional issue. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. No anomalies were noted. The hm ii lvas instructions for use and patient handbook contain information on caring for the driveline. All hm ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event. Incidental finding: damage to the silicone sleeve was observed underneath prior rescue tape repairs.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that pump stoppages were occurring when the patient¿s vad system was connected to a normal power module patient cable. No clinical symptoms were reported. The manufacturer¿s technical services representative reviewed the submitted log file which contained data from (B)(6) 2018 and observed multiple pump stoppage events and low speed advisories which only appear to have occurred while the vad was connected to the power module. This type of behavior has been linked to potential issues with the percutaneous lead (driveline). X-ray images submitted for review revealed possible damage to the driveline. On (B)(6) 2018, the manufacturer¿s technical service representatives performed a distal end driveline replacement approximately 3 inches from the exit site. No open wires were found during phase interrupter tests. Post repair, the patient¿s vad system was connected to a grounded patient cable without issue. As of (B)(6) 2018, the patient was at home with no further alarms. Additional information: it was reported that on (B)(6) 2018, the patient was sent home on an ungrounded cable and instructed to page the clinic if any alarms occurred. On (B)(6) 2018, a second log file was submitted and confirmed a pump stop occurred on (B)(6) 2018. The log file was unable to determine what type (grounded vs no grounded) patient cable was being used. The lvad clinician reported after the driveline repair/replacement on (B)(6) 2018, the patient was discharged home with instructions to use the grounded cable. The patient confirmed that they were using the ungrounded cable when the alarms occurred on (B)(6) 2018. After the patient paged the clinic, they instructed the patient to switch back to the ungrounded cable. On (B)(6) 2018, the patient underwent a pump replacement for suspected driveline fracture. The pump will be returned for evaluation. No additional information was provided.